Manufacturer narrative:
The glide scope go monitor was returned to verathon for evaluation. A verathon technical service representative evaluated the returned glide scope go monitor, and could not confirm the reported intermittent image issue. The unit functioned as intended. The glide scope go monitor was returned to the customer. No further investigation is required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glide scope go monitor, the glide scope screen turned black whenever the device was placed in the patient's mouth. No delay in the procedure, use of a backup device, harm to the patient, or user was reported.